Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot/batch. The following information was requested, but unavailable: it was reported that the device jaw broke. Is this referring to the metal active blade? Or, is this referencing the white tissue pad? If the reported broken jaw is referencing the white tissue pad, is the tissue pad completely missing from the clamp arm? Does the surgeon activate the device with the jaws closed, with no tissue between the jaws?

Event description:
It was reported by the biomed that during an unknown procedure the device's jaw broke. It did not fall into the patient. The broken part will return with the device. Another device was used to complete the case. No patient consequences.

Manufacturer narrative:
(B)(4). Batch #n93j4g. The device was returned with the distal tip of the blade broken off and returned. The remaining blade portion was scratched, and with evidence of contact with metal in or out of the operative field. In addition, the device received was returned with the tissue pad with no apparent damage and properly attached to the clamp arm and not detached as reported by the customer. This blade tip portion may have broken off of the device during transport to our analysis site. The reported complaint was for: " the device's jaw broke". During functional testing on gen11, an alert screen was displayed. A probable cause of the device stop activating and display an alert screen is blade damage. The device was disassembled to inspect the internal components and no anomalies were found. Probable causes of blade damage, including breakage, are external contact during pre-op or general use, blade contact with other devices, staples or clips during the procedure or using any means other than the blade wrench to attach or detach the blade. Once minor blade damage has occurred, subsequent activations may increase damage severity and result in alert screens, such as ¿tighten assembly¿, ¿blade error detected¿ or "relaxed pressure on blade" followed by a ¿replace instrument¿ screen later in the procedure. The batch history record was reviewed and there were no defects, protocols or ncr(s) found during the manufacturing process related to this complaint.